Event description:
It was reported that the patient was hospitalized due to the subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting premature battery depletion and during the preliminary exam, a severe tricuspid valve infection was found. It was mentioned that a biological tricuspid valve was implanted in this patient 10 years ago, and during the implant the patient atrio-ventricular node was damaged, so the physician decided to implant an epicardial cardiac resynchronization therapy pacemaker (crt-p). It was then noted that the s-ICD system signal changed and the impedance decreased to 35 ohms, which is low within normal limits. The s-ICD system also recorded double counting on t-waves, noise in the recorded events and low amplitude r-waves. As a result, the physician decided to program this s-ICD off to avoid inappropriate shock. Further advice was requested. The device was explanted and replaced. No additional adverse patient effects were reported. The electrode was not replaced and remains in service with the new s-ICD device.

Event description:
It was reported that the patient was hospitalized due to the subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting premature battery depletion and during the preliminary exam, a severe tricuspid valve infection was found. It was mentioned that a biological tricuspid valve was implanted in this patient 10 years ago, and during the implant the patient atrio-ventricular node was damaged, so the physician decided to implant an epicardial cardiac resynchronization therapy pacemaker (crt-p). It was then noted that the s-ICD system signal changed and the impedance decreased to 35 ohms, which is low within normal limits. The s-ICD system also recorded double counting on t-waves, noise in the recorded events and low amplitude r-waves. As a result, the physician decided to program this s-ICD off to avoid inappropriate shock. Further advice was requested. The s-ICD system remains implanted. No additional adverse patient effects were reported.